Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of genital haemorrhage ("since then bleeding for one month"), pelvic pain ("since then pains") and device breakage ("remnants of essure were left") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included normal delivery (live child) and parity 1. Previously administered products included for an unreported indication: use of iud. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("insertion "was worse than a childbirth""). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("a fragment of essure was not located"). The patient was treated with surgery (fallopian tubes were removed on (B)(6) 2017) and surgery (surgery for second time in order to remove her uterus). Essure was removed. At the time of the report, the genital haemorrhage and procedural pain outcome was unknown and the pelvic pain, device breakage and complication of device removal had not resolved. The reporter considered complication of device removal, device breakage, genital haemorrhage, pelvic pain and procedural pain to be related to essure. The reporter commented: after looking on internet, she understood what was happening and decided to be operated. Diagnostic results: on an unspecified date - lab tests were performed with good results. Unspecified date, gynecological examination: essure were perfect. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 08-may-2018 for the following meddra pts (excluding this case): genital haemorrhage: 998 cases were identified. Pelvic pain: 11126 cases were identified. Device breakage: 2438 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("since then bleeding for one month"), pelvic pain ("since then pains"), device breakage ("remnants of essure were left") and blindness ("vision loss") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1 and parity 1. Previously administered products included for an unreported indication: use of iud. In 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("insertion "was worse than a childbirth""). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced complication of device removal ("a fragment of essure was not located"). On an unknown date, the patient experienced swelling ("swelling"), metrorrhagia ("metrorrhagia"), metal poisoning ("metallosis"), back pain ("lumbar pain"), blindness (seriousness criterion medically significant), sciatica ("sciatic"), abdominal pain lower ("cramps"), headache ("headache") and adverse event ("cosmetic damage"). The patient was treated with surgery (total bilateral salpingectomy with laparoscopy), surgery (fallopian tubes were removed on (B)(6) 2017) and surgery (surgery for second time in order to remove her uterus). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, procedural pain and headache outcome was unknown and the pelvic pain, device breakage, complication of device removal, swelling, metrorrhagia, metal poisoning, back pain, blindness, sciatica, abdominal pain lower and adverse event had not resolved. The reporter considered abdominal pain lower, adverse event, back pain, blindness, complication of device removal, device breakage, genital haemorrhage, headache, metal poisoning, metrorrhagia, pelvic pain, procedural pain, sciatica and swelling to be related to essure. The reporter commented: after looking on internet, she understood what was happening and decided to be operated. After the removal some fragments remained in the uterus for which, the patient would need an second surgical procedure, this intervention was not scheduled yet. Diagnostic results: on an unspecified date - lab tests were performed with good results. Unspecified date, gynecological examination: essure were perfect. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2018 for the following meddra pts (excluding this case): genital haemorrhage: 1.101 cases were identified. Pelvic pain: 11.560 cases were identified. Device breakage: 2.614 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2018: insertion and removal dates updated. Events added: swelling, metrorrhagia, metallosis, lumbar pain, vision loss, sciatic, cramps, headache, cosmetic damage. Patient will need another surgery to remove essure fragments. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('since then bleeding for one month'), pelvic pain ('since then pains/ cramps'), device breakage ('remnants of essure were left 3 mm metallic foreign bod') and blindness ('vision loss') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, parity 1, appendectomy, asthma chronic, atopic dermatitis, psoriasis and lumbar scoliosis. Previously administered products included for an unreported indication: use of iud and fluoxetine. In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and the first episode of procedural pain ("insertion "was worse than a childbirth""). On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced cervical polyp ("polyp endocervical"), dysmenorrhoea ("dysmenorrhea") and menstrual disorder ("menstrual disorders"). On (B)(6) 2017, the patient experienced complication of device removal ("a fragment of essure was not located"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("multiple leiomyomas") and experienced the second episode of procedural pain ("acute pain after vaginal hysterectomy"), abdominal pain ("pain in abdominal"), dermatitis contact ("generalized skin dermatitis regarding metals") and obesity ("obesity grade ii"). On an unknown date, the patient experienced blindness (seriousness criterion medically significant), swelling ("swelling"), intermenstrual bleeding ("metrorrhagia"), metal poisoning ("metallosis"), anxiety ("anxiety"), sciatica ("sciatic"), abdominal pain lower ("cramps"), headache ("headache"), adverse event ("cosmetic damage"), rash ("skin rashes"), haemorrhagic ovarian cyst ("hemorrhagic cyst in left ovary"), back pain ("lumbar pain / lower back pain"), nausea ("nausea"), dyspareunia ("severe pain with sexual intercourse"), hypersensitivity ("allergic reaction"), abdominal pain upper ("stomach pain due to an allergic reaction to food"), pelvic infection ("pelvic infection"), myalgia ("muscle aches"), fatigue ("tiredness") and somnolence ("sleepiness"). The patient was treated with metamizole magnesium (nolotil) and surgery (essure removal via total bilateral salpingectomy with laparoscopy on (B)(6) 2017, fallopian tubes were removed on (B)(6) 2017 and surgery for second time in order to remove her uterus, vaginal hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2017. On (B)(6) 2018, the anxiety, back pain and nausea had resolved. At the time of the report, the genital haemorrhage, headache, rash, uterine leiomyoma, the last episode of procedural pain, cervical polyp, haemorrhagic ovarian cyst, abdominal pain, dermatitis contact, obesity, dysmenorrhoea, menstrual disorder, dyspareunia, hypersensitivity, abdominal pain upper, pelvic infection, myalgia, fatigue and somnolence outcome was unknown and the pelvic pain, device breakage, blindness, complication of device removal, swelling, intermenstrual bleeding, metal poisoning, sciatica, abdominal pain lower and adverse event had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adverse event, anxiety, back pain, blindness, cervical polyp, complication of device removal, dermatitis contact, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic ovarian cyst, headache, hypersensitivity, intermenstrual bleeding, menstrual disorder, metal poisoning, myalgia, nausea, obesity, pelvic infection, pelvic pain, rash, sciatica, somnolence, swelling, uterine leiomyoma, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: on (B)(6) 2014 the placement was without difficulty and 3 spirals were left in the cavity on the right side and 3 on the left side. Subsequently, its normal insertion was confirmed with pelvic radiography, transvaginal ultrasound and hysterosalpingography. After looking on internet, she understood what was happening and decided to be operated. After the removal some fragments remained in the uterus for which, the patient would need an second surgical procedure, this intervention was not scheduled yet diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2017: endometrial biopsy: endometrial mucosa fragments with changes suggestive of a persistent proliferative phase (anovulatory pattern), without signs of atypia or malignancy. Computerised tomogram pelvis - on (B)(6) 2018: CT is performed from the iliac crest to the symphysis pubis without contrast administration. Uterus of normal size and morphology, showing a 3 mm metallic foreign body in the theoretical left tubal origin that could correspond to the clinical information of an essure residue. There is no free fluid or masses at the pelvic level. Conclusion: metallic foreign body in the pelvic region that could correspond to an essure residue. Laparoscopic surgery - on (B)(6) 2017: laparoscopy is performed with total bilateral salpingectomy. Findings: full right essure device, left essure device impresses incomplete in extreme near the uterus. Pathology test - on (B)(6) 2017: fragments of endometrial mucosa with changes suggestive of a persistent proliferative phase (anovulatory pattern) without signs of atypia or malignancy; on (B)(6) 2017: macroscopic description: polypoid formation with 1 cm long axis, yellowish-white in color that is included in its entirety in a block. Pathologic diagnosis cervix, polypectomy: polyp endocervical; on (B)(6) 2017: macroscopic description: right tubal segment of 6.5 cm in length without relevant macroscopic alterations; left tubal segment of 7.5 cm in length without relevant macroscopic alterations. Pathological diagnosis: right salpinguectomy: tubal segment without significant histological alterations; left salpinguectomy: tubal segment without significant histological alterations; on (B)(6) 2018: macroscopic description: simple hysterectomy specimen. On section, multiple myomatous formations can be seen, the largest of them with a maximum diameter of 0.6 cm that present a whitish homogeneous fasciculate appearance. At the level of the left uterine tube, a 0.2 cm metallic foreign body is identified. Diagnosis: simple hysterectomy:multiple leiomyomas, proliferative endometrium, cervix with no relevant histological alterations, no evidence of malignancy in the material, a 3-mm fragment remains in the left tube. Specialist consultation - on (B)(6) 2018: indicates the existence of remains of the essure devices in the abdomen in the body. Ultrasound scan vagina - on (B)(6) 2017: both essure are displayed at the same location; on (B)(6) 2018: vaginal fornix without alterations. Normal right ovary. Normal left ovary. No free liquid. Diagnostic results: on an unspecified date - lab tests were performed with good results. Unspecified date, gynecological examination: essure were perfect. Most recent follow-up information incorporated above includes: on 21-may-2021: the follow information were update new reporter physician, patient information, medical history, history drug, lab data, date of birth, product indication, other treatment products, full start date, skin rash, uterine leiomyoma, procedural pain, cervical polyp, haemorrhagic ovarian cyst, pain abdominal, obesity, dermatitis due to metals, dysmenorrhea, menstrual disorder, allergic reaction, stomach pain, pelvic infections, muscle aches, tiredness, sleepiness, dyspareunia, outcome lumbar pain updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('since then bleeding for one month'), pelvic pain ('since then pains/ cramps'), device breakage ('remnants of essure were left 3 mm metallic foreign bod') and blindness ('vision loss') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, parity 1, appendectomy, asthma chronic, atopic dermatitis, psoriasis and lumbar scoliosis. Previously administered products included for an unreported indication: use of iud and fluoxetine. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("insertion "was worse than a childbirth""). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced cervical polyp ("polyp endocervical"), dysmenorrhoea ("dysmenorrhea") and menstrual disorder ("menstrual disorders"). On (B)(6) 2017, the patient experienced complication of device removal ("a fragment of essure was not located"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("multiple leiomyomas") and experienced post procedural pain ("acute pain after vaginal hysterectomy"), abdominal pain ("pain in abdominal"), dermatitis contact ("generalized skin dermatitis regarding metals") and obesity ("obesity grade ii"). On an unknown date, the patient experienced blindness (seriousness criterion medically significant), swelling ("swelling"), intermenstrual bleeding ("metrorrhagia"), metal poisoning ("metallosis"), anxiety ("anxiety"), sciatica ("sciatic"), abdominal pain lower ("cramps"), headache ("headache"), adverse event ("cosmetic damage"), rash ("skin rashes"), haemorrhagic ovarian cyst ("hemorrhagic cyst in left ovary"), back pain ("lumbar pain / lower back pain"), nausea ("nausea"), dyspareunia ("severe pain with sexual intercourse"), hypersensitivity ("allergic reaction"), abdominal pain upper ("stomach pain due to an allergic reaction to food"), pelvic infection ("pelvic infection"), myalgia ("muscle aches"), fatigue ("tiredness") and somnolence ("sleepiness"). The patient was treated with metamizole magnesium (nolotil) and surgery (essure removal via total bilateral salpingectomy with laparoscopy on (B)(6) 2017, fallopian tubes were removed on (B)(6) 2017 and surgery for second time in order to remove her uterus, vaginal hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2017. On (B)(6) 2018, the anxiety, back pain and nausea had resolved. At the time of the report, the genital haemorrhage, procedural pain, headache, rash, uterine leiomyoma, post procedural pain, cervical polyp, haemorrhagic ovarian cyst, abdominal pain, dermatitis contact, obesity, dysmenorrhoea, menstrual disorder, dyspareunia, hypersensitivity, abdominal pain upper, pelvic infection, myalgia, fatigue and somnolence outcome was unknown and the pelvic pain, device breakage, blindness, complication of device removal, swelling, intermenstrual bleeding, metal poisoning, sciatica, abdominal pain lower and adverse event had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adverse event, anxiety, back pain, blindness, cervical polyp, complication of device removal, dermatitis contact, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic ovarian cyst, headache, hypersensitivity, intermenstrual bleeding, menstrual disorder, metal poisoning, myalgia, nausea, obesity, pelvic infection, pelvic pain, procedural pain, rash, sciatica, somnolence, swelling, uterine leiomyoma and post procedural pain to be related to essure. The reporter commented: on (B)(6) 2014 the placement was without difficulty and 3 spirals were left in the cavity on the right side and 3 on the left side. Subsequently, its normal insertion was confirmed with pelvic radiography, transvaginal ultrasound and hysterosalpingography. After looking on internet, she understood what was happening and decided to be operated. After the removal some fragments remained in the uterus for which, the patient would need an second surgical procedure, this intervention was not scheduled yet. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2017: endometrial biopsy: endometrial mucosa fragments with changes suggestive of a persistent proliferative phase (anovulatory pattern), without signs of atypia or malignancy. Computerised tomogram pelvis - on (B)(6) 2018: CT is performed from the iliac crest to the symphysis pubis without contrast administration. Uterus of normal size and morphology, showing a 3 mm metallic foreign body in the theoretical left tubal origin that could correspond to the clinical information of an essure residue. There is no free fluid or masses at the pelvic level. Conclusion: metallic foreign body in the pelvic region that could correspond to an essure residue. Laparoscopic surgery - on (B)(6) 2017: laparoscopy is performed with total bilateral salpingectomy. Findings: full right essure device, left essure device impresses incomplete in extreme near the uterus. Pathology test - on (B)(6) 2017: fragments of endometrial mucosa with changes suggestive of a persistent proliferative phase (anovulatory pattern) without signs of atypia or malignancy; on (B)(6) 2017: macroscopic description: polypoid formation with 1 cm long axis, yellowish-white in color that is included in its entirety in a block. Pathologic diagnosis cervix, polypectomy: polyp endocervical; on (B)(6) 2017: macroscopic description: right tubal segment of 6.5 cm in length without relevant macroscopic alterations; left tubal segment of 7.5 cm in length without relevant macroscopic alterations. Pathological diagnosis: right salpinguectomy: tubal segment without significant histological alterations; left salpinguectomy: tubal segment without significant histological alterations; on (B)(6) 2018: macroscopic description: simple hysterectomy specimen. On section, multiple myomatous formations can be seen, the largest of them with a maximum diameter of 0.6 cm that present a whitish homogeneous fasciculate appearance. At the level of the left uterine tube, a 0.2 cm metallic foreign body is identified. Diagnosis: simple hysterectomy:multiple leiomyomas, proliferative endometrium, cervix with no relevant histological alterations, no evidence of malignancy in the material, a 3-mm fragment remains in the left tube. Specialist consultation - on (B)(6) 2018: indicates the existence of remains of the essure devices in the abdomen in the body. Ultrasound scan vagina - on (B)(6) 2017: both essure are displayed at the same location; on (B)(6) 2018: vaginal fornix without alterations. Normal right ovary. Normal left ovary. No free liquid. Diagnostic results: on an unspecified date - lab tests were performed with good results. Unspecified date, gynecological examination: essure were perfect. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and later a lawyer and describes the occurrence of genital haemorrhage ('since then bleeding for one month'), device breakage ('remnants of essure were left 3 mm metallic foreign bod / there is a remaining 3-mm fragment in left uterine horn.'), complication of device removal ('a fragment of essure was not located/ there is a remaining 3-mm fragment in left uterine horn.'), pelvic infection ('pelvic infection'), blindness ('vision loss') and multiple episodes of pelvic pain ('pain secondary to tubal alteration due to essure remnants', 'since then pains/ cramps') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, parity 1, appendectomy, asthma chronic, atopic dermatitis, psoriasis and lumbar scoliosis. Previously administered products included for an unreported indication: use of iud and fluoxetine. In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("insertion "was worse than a childbirth""). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced the first episode of abdominal pain ("abdominal pain / pain in the right renal fossa with irradiation"). On (B)(6) 2017, the patient experienced constipation ("constipation"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2017, the patient experienced cervical polyp ("polyp endocervical"), dysmenorrhoea ("dysmenorrhea") and menstrual disorder ("menstrual disorders"). On (B)(6) 2017, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced the first episode of back pain ("lumbar pain"), vomiting ("vomiting") and renal colic ("renal colic"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("multiple leiomyomas") and experienced post procedural pain ("acute pain after vaginal hysterectomy"), the second episode of abdominal pain ("pain in abdominal"), dermatitis contact ("generalized skin dermatitis regarding metals") and obesity ("obesity grade ii"). On (B)(6) 2018, the patient experienced the second episode of pelvic pain ("pain secondary to tubal alteration due to essure remnants"). On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant), blindness (seriousness criterion medically significant), swelling ("swelling"), intermenstrual bleeding ("metrorrhagia"), metal poisoning ("metallosis"), anxiety ("anxiety"), sciatica ("sciatic"), abdominal pain lower ("cramps"), headache ("headache/ severe headaches"), adverse event ("cosmetic damage"), rash ("skin rashes"), haemorrhagic ovarian cyst ("hemorrhagic cyst in left ovary"), the second episode of back pain ("lumbar pain / lower back pain"), nausea ("nausea"), dyspareunia ("severe pain with sexual intercourse"), hypersensitivity ("allergic reaction"), abdominal pain upper ("stomach pain due to an allergic reaction to food"), myalgia ("muscle aches"), fatigue ("tiredness"), somnolence ("sleepiness"), allergy to metals ("allergic to nickel and allergic to tin") and asthma ("asthma"). The patient was treated with hyoscine butylbromide (buscapina), macrogol;potassium chloride;sodium bicarbonate;sodium chloride, metamizole, metamizole magnesium (nolotil), naproxen sodium and surgery (essure removal via total bilateral salpingectomy with laparoscopy on (B)(6) 2017, fallopian tubes were removed on (B)(6) 2017 and surgery for second time in order to remove her uterus, vaginal hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the anxiety, the last episode of back pain and nausea had resolved. On (B)(6) 2018, the device breakage and complication of device removal had resolved. At the time of the report, the genital haemorrhage, pelvic infection, procedural pain, headache, rash, uterine leiomyoma, post procedural pain, cervical polyp, haemorrhagic ovarian cyst, the last episode of abdominal pain, dermatitis contact, obesity, dysmenorrhoea, menstrual disorder, dyspareunia, hypersensitivity, abdominal pain upper, myalgia, fatigue, somnolence, allergy to metals, asthma, the last episode of pelvic pain, renal colic, constipation and amenorrhoea outcome was unknown and the blindness, swelling, intermenstrual bleeding, metal poisoning, sciatica, abdominal pain lower and adverse event had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, amenorrhoea, anxiety, asthma, blindness, cervical polyp, complication of device removal, constipation, dermatitis contact, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic ovarian cyst, headache, hypersensitivity, intermenstrual bleeding, menstrual disorder, metal poisoning, myalgia, nausea, obesity, pelvic infection, procedural pain, rash, renal colic, sciatica, somnolence, swelling, uterine leiomyoma, vomiting, the first episode of abdominal pain, the first episode of back pain, the first episode of pelvic pain, post procedural pain, the second episode of abdominal pain, the second episode of back pain and the second episode of pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014 the placement was without difficulty and 3 spirals were left in the cavity on the right side and 3 on the left side. Subsequently, its normal insertion was confirmed with pelvic radiography, transvaginal ultrasound and hysterosalpingography. After looking on internet, she understood what was happening and decided to be operated. After the removal some fragments remained in the uterus for which, the patient would need an second surgical procedure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2017: endometrial biopsy: endometrial mucosa fragments with changes suggestive of a persistent proliferative phase (anovulatory pattern), without signs of atypia or malignancy. Computerised tomogram pelvis - on (B)(6) 2018: CT is performed from the iliac crest to the symphysis pubis without contrast administration. Uterus of normal size and morphology, showing a 3 mm metallic foreign body in the theoretical left tubal origin that could correspond to the clinical information of an essure residue. There is no free fluid or masses at the pelvic level. Conclusion: metallic foreign body in the pelvic region that could correspond to an essure residue. Laparoscopic surgery - on (B)(6) 2017: laparoscopy is performed with total bilateral salpingectomy. Findings: full right essure device, left essure device impresses incomplete in extreme near the uterus. Pathology test - on (B)(6) 2017: fragments of endometrial mucosa with changes suggestive of a persistent proliferative phase (anovulatory pattern) without signs of atypia or malignancy; on (B)(6) 2017: macroscopic description: polypoid formation with 1 cm long axis, yellowish-white in color that is included in its entirety in a block. Pathologic diagnosis cervix, polypectomy: polyp endocervical; on (B)(6) 2017: macroscopic description: right tubal segment of 6.5 cm in length without relevant macroscopic alterations; left tubal segment of 7.5 cm in length without relevant macroscopic alterations. Pathological diagnosis: right salpinguectomy: tubal segment without significant histological alterations; left salpinguectomy: tubal segment without significant histological alterations; on (B)(6) 2018: macroscopic description: simple hysterectomy specimen. On section, multiple myomatous formations can be seen, the largest of them with a maximum diameter of 0.6 cm that present a whitish homogeneous fasciculate appearance. At the level of the left uterine tube, a 0.2 cm metallic foreign body is identified. Diagnosis: simple hysterectomy:multiple leiomyomas, proliferative endometrium, cervix with no relevant histological alterations, no evidence of malignancy in the material, a 3-mm fragment remains in the left tube. Pregnancy test - on (B)(6) 2017: negative. Specialist consultation - on (B)(6) 2018: physical examination: positive costovertebral angle tenderness (pprd). There was no evidence of lithiasis or dilation, but visibility was very poor due to the presence of gas; therefore they cannot be ruled out. There was pain when applying pressure with the probe in the right iliac fossa; there was no blumberg¿s sign during the ultrasound; on (B)(6) 2018: indicates the existence of remains of the essure devices in the abdomen in the body. Ultrasound abdomen - on (B)(6) 2017: the liver has smooth edges, homogeneous echogenicity, with no focal lesions identified. Portal vein and suprahepatic vein are patent and of normal diameter. Gall bladder and billiard duct without alterations. Visible portion of the pancreas with normal morphology and echostructure. Both kidneys and spleen are echogenic and normal. Infrarenal aorta of normal diameter. There is no free intra-abdominal fluid. Conclusion: no pathological alterations. Ultrasound bladder - on (B)(6) 2018: conclusions: kidneys were poorly visible due to the presence of gas. The left kidney was hardly assessable. The right kidney was partially visible. There was no evidence of lithiasis or dilation of the excretory system. The bladder was not full and not assessable. There was pain upon exploration of the right iliac fossa. Ultrasound results: no significant abnormalities; on (B)(6) 2018: there was no evidence of renal lithiasis.. Ultrasound scan vagina - on (B)(6) 2017: both essure are displayed at the same location; on (B)(6) 2018: urine screening test was normal; on (B)(6) 2018: vaginal fornix without alterations. Normal right ovary. Normal left ovary. No free liquid. X-ray - on (B)(6) 2018: negative for red blood cell in the urine.. Diagnostic results: on an unspecified date - lab tests were performed with good results. Unspecified date, gynecological examination: essure were perfect. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jul-2021: allergic to nickel, allergic to tin, asthma, lumbar pain, vomiting, pelvic pain female, renal colic, abdominal pain, constipation, amenorrhea added as event; headache as reported updated, contraceptive device removal incomplete and pelvic infection updated to serious incident and outcome updated, treatment and lab test updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and later a lawyer and describes the occurrence of genital haemorrhage ('since then bleeding for one month'), device breakage ('remnants of essure were left 3 mm metallic foreign bod / there is a remaining 3-mm fragment in left uterine horn.'), complication of device removal ('a fragment of essure was not located/ there is a remaining 3-mm fragment in left uterine horn.'), pelvic infection ('pelvic infection'), blindness ('vision loss') and multiple episodes of pelvic pain ('pain secondary to tubal alteration due to essure remnants', 'since then pains/ cramps') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, parity 1, appendectomy, asthma chronic, atopic dermatitis, psoriasis and lumbar scoliosis. Previously administered products included for an unreported indication: use of iud and fluoxetine. In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("insertion "was worse than a childbirth""). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced the first episode of abdominal pain ("abdominal pain / pain in the right renal fossa with irradiation"). On (B)(6) 2017, the patient experienced constipation ("constipation"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2017, the patient experienced cervical polyp ("polyp endocervical"), dysmenorrhoea ("dysmenorrhea") and menstrual disorder ("menstrual disorders"). On (B)(6) 2017, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced the first episode of back pain ("lumbar pain"), vomiting ("vomiting") and renal colic ("renal colic"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("multiple leiomyomas") and experienced post procedural pain ("acute pain after vaginal hysterectomy"), the second episode of abdominal pain ("pain in abdominal"), dermatitis contact ("generalized skin dermatitis regarding metals") and obesity ("obesity grade ii"). On (B)(6) 2018, the patient experienced the second episode of pelvic pain ("pain secondary to tubal alteration due to essure remnants"). On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant), blindness (seriousness criterion medically significant), swelling ("swelling"), intermenstrual bleeding ("metrorrhagia"), metal poisoning ("metallosis"), anxiety ("anxiety"), sciatica ("sciatic"), abdominal pain lower ("cramps"), headache ("headache/ severe headaches"), adverse event ("cosmetic damage"), rash ("skin rashes"), haemorrhagic ovarian cyst ("hemorrhagic cyst in left ovary"), the second episode of back pain ("lumbar pain / lower back pain"), nausea ("nausea"), dyspareunia ("severe pain with sexual intercourse"), hypersensitivity ("allergic reaction"), abdominal pain upper ("stomach pain due to an allergic reaction to food"), myalgia ("muscle aches"), fatigue ("tiredness"), somnolence ("sleepiness"), allergy to metals ("allergic to nickel and allergic to tin") and asthma ("asthma"). The patient was treated with hyoscine butylbromide (buscapina), macrogol;potassium chloride;sodium bicarbonate;sodium chloride, metamizole, metamizole magnesium (nolotil), naproxen sodium and surgery (essure removal via total bilateral salpingectomy with laparoscopy on (B)(6) 2017, fallopian tubes were removed on (B)(6) 2017 and surgery for second time in order to remove her uterus, vaginal hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the anxiety, the last episode of back pain and nausea had resolved. On (B)(6) 2018, the device breakage and complication of device removal had resolved. At the time of the report, the genital haemorrhage, pelvic infection, procedural pain, headache, rash, uterine leiomyoma, post procedural pain, cervical polyp, haemorrhagic ovarian cyst, the last episode of abdominal pain, dermatitis contact, obesity, dysmenorrhoea, menstrual disorder, dyspareunia, hypersensitivity, abdominal pain upper, myalgia, fatigue, somnolence, allergy to metals, asthma, the last episode of pelvic pain, renal colic, constipation and amenorrhoea outcome was unknown and the blindness, swelling, intermenstrual bleeding, metal poisoning, sciatica, abdominal pain lower and adverse event had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, amenorrhoea, anxiety, asthma, blindness, cervical polyp, complication of device removal, constipation, dermatitis contact, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic ovarian cyst, headache, hypersensitivity, intermenstrual bleeding, menstrual disorder, metal poisoning, myalgia, nausea, obesity, pelvic infection, procedural pain, rash, renal colic, sciatica, somnolence, swelling, uterine leiomyoma, vomiting, the first episode of abdominal pain, the first episode of back pain, the first episode of pelvic pain, post procedural pain, the second episode of abdominal pain, the second episode of back pain and the second episode of pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014 the placement was without difficulty and 3 spirals were left in the cavity on the right side and 3 on the left side. Subsequently, its normal insertion was confirmed with pelvic radiography, transvaginal ultrasound and hysterosalpingography. After looking on internet, she understood what was happening and decided to be operated. After the removal some fragments remained in the uterus for which, the patient would need an second surgical procedure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2017: endometrial biopsy: endometrial mucosa fragments with changes suggestive of a persistent proliferative phase (anovulatory pattern), without signs of atypia or malignancy. Computerised tomogram pelvis - on (B)(6) 2018: CT is performed from the iliac crest to the symphysis pubis without contrast administration. Uterus of normal size and morphology, showing a 3 mm metallic foreign body in the theoretical left tubal origin that could correspond to the clinical information of an essure residue. There is no free fluid or masses at the pelvic level. Conclusion: metallic foreign body in the pelvic region that could correspond to an essure residue. Laparoscopic surgery - on (B)(6) 2017: laparoscopy is performed with total bilateral salpingectomy. Findings: full right essure device, left essure device impresses incomplete in extreme near the uterus. Pathology test - on (B)(6) 2017: fragments of endometrial mucosa with changes suggestive of a persistent proliferative phase (anovulatory pattern) without signs of atypia or malignancy; on (B)(6) 2017: macroscopic description: polypoid formation with 1 cm long axis, yellowish-white in color that is included in its entirety in a block. Pathologic diagnosis cervix, polypectomy: polyp endocervical; on (B)(6) 2017: macroscopic description: right tubal segment of 6.5 cm in length without relevant macroscopic alterations; left tubal segment of 7.5 cm in length without relevant macroscopic alterations. Pathological diagnosis: right salpinguectomy: tubal segment without significant histological alterations; left salpinguectomy: tubal segment without significant histological alterations; on (B)(6) 2018: macroscopic description: simple hysterectomy specimen. On section, multiple myomatous formations can be seen, the largest of them with a maximum diameter of 0.6 cm that present a whitish homogeneous fasciculate appearance. At the level of the left uterine tube, a 0.2 cm metallic foreign body is identified. Diagnosis: simple hysterectomy:multiple leiomyomas, proliferative endometrium, cervix with no relevant histological alterations, no evidence of malignancy in the material, a 3-mm fragment remains in the left tube. Pregnancy test - on (B)(6) 2017: negative. Specialist consultation - on (B)(6) 2018: physical examination: positive costovertebral angle tenderness (pprd). There was no evidence of lithiasis or dilation, but visibility was very poor due to the presence of gas; therefore they cannot be ruled out. There was pain when applying pressure with the probe in the right iliac fossa; there was no blumberg¿s sign during the ultrasound; on (B)(6) 2018: indicates the existence of remains of the essure devices in the abdomen in the body. Ultrasound abdomen - on (B)(6) 2017: the liver has smooth edges, homogeneous echogenicity, with no focal lesions identified. Portal vein and suprahepatic vein are patent and of normal diameter. Gall bladder and billiard duct without alterations. Visible portion of the pancreas with normal morphology and echostructure. Both kidneys and spleen are echogenic and normal. Infrarenal aorta of normal diameter. There is no free intra-abdominal fluid. Conclusion: no pathological alterations. Ultrasound bladder - on (B)(6) 2018: conclusions: kidneys were poorly visible due to the presence of gas. The left kidney was hardly assessable. The right kidney was partially visible. There was no evidence of lithiasis or dilation of the excretory system. The bladder was not full and not assessable. There was pain upon exploration of the right iliac fossa. Ultrasound results: no significant abnormalities; on (B)(6) 2018: there was no evidence of renal lithiasis.. Ultrasound scan vagina - on (B)(6) 2017: both essure are displayed at the same location; on (B)(6) 2018: urine screening test was normal; on (B)(6) 2018: vaginal fornix without alterations. Normal right ovary. Normal left ovary. No free liquid. X-ray - on (B)(6) 2018: negative for red blood cell in the urine. Diagnostic results: on an unspecified date - lab tests were performed with good results. Unspecified date, gynecological examination: essure were perfect. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jul-2021: allergic to nickel, allergic to tin, asthma, lumbar pain, vomiting, pelvic pain female, renal colic, abdominal pain, constipation, amenorrhea added as event; headache as reported updated, contraceptive device removal incomplete and pelvic infection updated to serious incident and outcome updated, treatment and lab test updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('since then bleeding for one month'), device breakage ('remnants of essure were left 3 mm metallic foreign bod / there is a remaining 3-mm fragment in left uterine horn.'), complication of device removal ('a fragment of essure was not located/ there is a remaining 3-mm fragment in left uterine horn.'), pelvic infection ('pelvic infection'), blindness ('vision loss') and multiple episodes of pelvic pain ('pain secondary to tubal alteration due to essure remnants', 'since then pains/ cramps') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, parity 1, appendectomy, asthma chronic, atopic dermatitis, psoriasis and lumbar scoliosis. Previously administered products included for an unreported indication: fluoxetine and use of iud. In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("insertion "was worse than a childbirth""). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced the first episode of abdominal pain ("abdominal pain / pain in the right renal fossa with irradiation"). On (B)(6) 2017, the patient experienced constipation ("constipation"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2017, the patient experienced cervical polyp ("polyp endocervical"), dysmenorrhoea ("dysmenorrhea") and menstrual disorder ("menstrual disorders"). On (B)(6) 2017, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced the first episode of back pain ("lumbar pain"), vomiting ("vomiting") and renal colic ("renal colic"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("multiple leiomyomas") and experienced post procedural pain ("acute pain after vaginal hysterectomy"), the second episode of abdominal pain ("pain in abdominal"), dermatitis contact ("generalized skin dermatitis regarding metals") and obesity ("obesity grade ii"). On (B)(6) 2018, the patient experienced the second episode of pelvic pain ("pain secondary to tubal alteration due to essure remnants"). On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant), blindness (seriousness criterion medically significant), swelling ("swelling"), intermenstrual bleeding ("metrorrhagia"), metal poisoning ("metallosis"), anxiety ("anxiety"), sciatica ("sciatic"), abdominal pain lower ("cramps"), headache ("headache/ severe headaches"), adverse event ("cosmetic damage"), rash ("skin rashes"), haemorrhagic ovarian cyst ("hemorrhagic cyst in left ovary"), the second episode of back pain ("lumbar pain / lower back pain"), nausea ("nausea"), dyspareunia ("severe pain with sexual intercourse"), hypersensitivity ("allergic reaction"), abdominal pain upper ("stomach pain due to an allergic reaction to food"), myalgia ("muscle aches"), fatigue ("tiredness"), somnolence ("sleepiness"), allergy to metals ("allergic to nickel and allergic to tin") and asthma ("asthma"). The patient was treated with hyoscine butylbromide (buscapina), macrogol;potassium chloride;sodium bicarbonate;sodium chloride, metamizole, metamizole magnesium (nolotil), naproxen sodium and surgery (essure removal via total bilateral salpingectomy with laparoscopy on (B)(6) 2017, fallopian tubes were removed on (B)(6) 2017 and surgery for second time in order to remove her uterus, vaginal hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the anxiety, the last episode of back pain and nausea had resolved. On (B)(6) 2018, the device breakage and complication of device removal had resolved. At the time of the report, the genital haemorrhage, pelvic infection, procedural pain, headache, rash, uterine leiomyoma, post procedural pain, cervical polyp, haemorrhagic ovarian cyst, the last episode of abdominal pain, dermatitis contact, obesity, dysmenorrhoea, menstrual disorder, dyspareunia, hypersensitivity, abdominal pain upper, myalgia, fatigue, somnolence, allergy to metals, asthma, the last episode of pelvic pain, renal colic, constipation and amenorrhoea outcome was unknown and the blindness, swelling, intermenstrual bleeding, metal poisoning, sciatica, abdominal pain lower and adverse event had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, amenorrhoea, anxiety, asthma, blindness, cervical polyp, complication of device removal, constipation, dermatitis contact, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic ovarian cyst, headache, hypersensitivity, intermenstrual bleeding, menstrual disorder, metal poisoning, myalgia, nausea, obesity, pelvic infection, procedural pain, rash, renal colic, sciatica, somnolence, swelling, uterine leiomyoma, vomiting, the first episode of abdominal pain, the first episode of back pain, the first episode of pelvic pain, post procedural pain, the second episode of abdominal pain, the second episode of back pain and the second episode of pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014 the placement was without difficulty and 3 spirals were left in the cavity on the right side and 3 on the left side. Subsequently, its normal insertion was confirmed with pelvic radiography, transvaginal ultrasound and hysterosalpingography. After looking on internet, she understood what was happening and decided to be operated. After the removal some fragments remained in the uterus for which, the patient would need an second surgical procedure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2017: endometrial biopsy: endometrial mucosa fragments with changes suggestive of a persistent proliferative phase (anovulatory pattern), without signs of atypia or malignancy. Computerised tomogram pelvis - on (B)(6) 2018: CT is performed from the iliac crest to the symphysis pubis without contrast administration. Uterus of normal size and morphology, showing a 3 mm metallic foreign body in the theoretical left tubal origin that could correspond to the clinical information of an essure residue. There is no free fluid or masses at the pelvic level. Conclusion: metallic foreign body in the pelvic region that could correspond to an essure residue. Laparoscopic surgery - on (B)(6) -2017: laparoscopy is performed with total bilateral salpingectomy. Findings: full right essure device, left essure device impresses incomplete in extreme near the uterus. Pathology test - on (B)(6) 2017: fragments of endometrial mucosa with changes suggestive of a persistent proliferative phase (anovulatory pattern) without signs of atypia or malignancy; on (B)(6) 2017: macroscopic description: polypoid formation with 1 cm long axis, yellowish-white in color that is included in its entirety in a block. Pathologic diagnosis cervix, polypectomy: polyp endocervical; on (B)(6) 2017: macroscopic description: right tubal segment of 6.5 cm in length without relevant macroscopic alterations; left tubal segment of 7.5 cm in length without relevant macroscopic alterations. Pathological diagnosis: right salpingectomy: tubal segment without significant histological alterations; left salpingectomy: tubal segment without significant histological alterations; on (B)(6) 2018: macroscopic description: simple hysterectomy specimen. On section, multiple myomatous formations can be seen, the largest of them with a maximum diameter of 0.6 cm that present a whitish homogeneous fasciculate appearance. At the level of the left uterine tube, a 0.2 cm metallic foreign body is identified. Diagnosis: simple hysterectomy:multiple leiomyomas, proliferative endometrium, cervix with no relevant histological alterations, no evidence of malignancy in the material, a 3-mm fragment remains in the left tube. Pregnancy test - on (B)(6) 2017: negative. Specialist consultation - on (B)(6) 2018: physical examination: positive costovertebral angle tenderness (pprd). There was no evidence of lithiasis or dilation, but visibility was very poor due to the presence of gas; therefore they cannot be ruled out. There was pain when applying pressure with the probe in the right iliac fossa; there was no blumberg¿s sign during the ultrasound; on (B)(6) 2018: indicates the existence of remains of the essure devices in the abdomen in the body. Ultrasound abdomen - on (B)(6) 2017: the liver has smooth edges, homogeneous echogenicity, with no focal lesions identified. Portal vein and suprahepatic vein are patent and of normal diameter. Gall bladder and billiard duct without alterations. Visible portion of the pancreas with normal morphology and echostructure. Both kidneys and spleen are echogenic and normal. Infrarenal aorta of normal diameter. There is no free intra-abdominal fluid. Conclusion: no pathological alterations. Ultrasound bladder - on (B)(6) 2018: conclusions: kidneys were poorly visible due to the presence of gas. The left kidney was hardly assessable. The right kidney was partially visible. There was no evidence of lithiasis or dilation of the excretory system. The bladder was not full and not assessable. There was pain upon exploration of the right iliac fossa. Ultrasound results: no significant abnormalities; on (B)(6) 2018: there was no evidence of renal lithiasis. Ultrasound scan vagina - on (B)(6) 2017: both essure are displayed at the same location; on (B)(6) 2018: urine screening test was normal; on (B)(6) 2018: vaginal fornix without alterations. Normal right ovary. Normal left ovary. No free liquid. X-ray - on (B)(6) 2018: negative for red blood cell in the urine. Diagnostic results: on an unspecified date - lab tests were performed with good results. Unspecified date, gynecological examination: essure were perfect. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('since then bleeding for one month'), device breakage ('remnants of essure were left 3 mm metallic foreign bod / there is a remaining 3-mm fragment in left uterine horn.'), pelvic infection ('pelvic infection'), pelvic inflammatory disease ('pelvic organ and tissue inflammation'), blindness ('vision loss') and multiple episodes of pelvic pain ('pain secondary to tubal alteration due to essure remnants', 'since then pains/ cramps') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "a fragment of essure was not located/ there is a remaining 3-mm fragment in left uterine horn./left tubal origin with a foreign body" (seriousness criteria medically significant and intervention required) from (B)(6) 2017 to (B)(6) 2018. The patient's medical history included inflammation of wound (disinfect with chlorhexidine) on (B)(6) 2018, infective gastroenteritis (pain in the hypogastrium radiating towards the lumbar fossa, continuous and colicky (refers similar to usual pain but more intense) for two days.) On (B)(6) 2018, vomiting (B)(6) 2018, diarrhea on (B)(6) 2018, dizziness on (B)(6) 2018, polymenorrhea on (B)(6) 2017, pain in hip (dexketoprofen and nolotil are prescribed) on (B)(6) 2017, allergic rash (presents generalized itching and dermatitis lesions in the armpits. She mentions that red welts have appeared on her arms. Cetirizine 10 mg, ebastine 20 mg, prednisone 30 mg are prescribed) on (B)(6) 2015, neck pain (dexketoprofen 25 mg, diazepam 2.5 mg, and fluoxetine are prescribed) on (B)(6) 2015, psoriasis (decloban 500 mcg ointment is prescribed) on (B)(6) 2014, brachialgia (brachialgia.) On (B)(6) 2014, oedema peripheral on (B)(6) 2014, dysmenorrhea on (B)(6) 2014, vulvovaginal candidiasis on (B)(6) 2013, vaginal discomfort on (B)(6) 2013, uterine fibroma on (B)(6) 2013, parity 1, parity 1, appendectomy, asthma chronic, atopic dermatitis and lumbar scoliosis. Previously administered products included for vaginitis: zidoval on (B)(6) 2013; for an unreported indication: fluoxetine and use of iud. In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("insertion "was worse than a childbirth""). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2017, the patient experienced the first episode of abdominal pain ("abdominal pain / pain in the right renal fossa with irradiation/ colic"), the second episode of abdominal pain ("abdominal pain. Consults due to pain in the right renal fossa with irradiation and nausea") and flank pain ("right flank palpation with mild discomfort"). On (B)(6) 2017, the patient experienced constipation ("constipation") and the third episode of abdominal pain ("abdominal pain"). In 2017, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required). On (B)(6) 2017, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2017, the patient experienced cervical polyp ("polyp endocervical"), dysmenorrhoea ("dysmenorrhea") and menstrual disorder ("menstrual disorders"). On (B)(6) 2018, the patient experienced the first episode of back pain ("lumbar pain"), vomiting ("vomiting") and renal colic ("renal colic"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("multiple leiomyomas") and experienced post procedural pain ("acute pain after vaginal hysterectomy"), the fourth episode of abdominal pain ("pain in abdominal"), dermatitis contact ("generalized skin dermatitis regarding metals") and obesity ("obesity grade ii"). On (B)(6) 2018, the patient experienced the second episode of pelvic pain ("pain secondary to tubal alteration due to essure remnants"). On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criterion medically significant), blindness (seriousness criterion medically significant), swelling ("swelling"), intermenstrual bleeding ("metrorrhagia"), metal poisoning ("metallosis"), anxiety ("anxiety"), sciatica ("sciatic"), abdominal pain lower ("cramps"), headache ("headache/ severe headaches"), adverse event ("cosmetic damage"), rash ("skin rashes"), haemorrhagic ovarian cyst ("hemorrhagic cyst in left ovary"), the second episode of back pain ("lumbar pain / lower back pain"), nausea ("nausea"), dyspareunia ("severe pain with sexual intercourse"), hypersensitivity ("allergic reaction"), abdominal pain upper ("stomach pain due to an allergic reaction to food"), myalgia ("muscle aches"), fatigue ("tiredness"), somnolence ("sleepiness"), allergy to metals ("allergic to nickel and allergic to tin") and asthma ("asthma"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with clotrimazole, hyoscine butylbromide (buscapina), macrogol;potassium chloride;sodium bicarbonate;sodium chloride, metamizole, metamizole magnesium (nolotil), naproxen sodium and surgery (essure removal via total bilateral salpingectomy with laparoscopy on (B)(6) 2017, fallopian tubes were removed on (B)(6) 2017, rest of device removed with uterus via vaginal hysterectomy on (B)(6) 2018 and surgery for second time in order to remove her uterus, vaginal hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the anxiety, the last episode of back pain and nausea had resolved. On (B)(6) 2018, the device breakage had resolved. At the time of the report, the genital haemorrhage, pelvic infection, procedural pain, headache, rash, uterine leiomyoma, post procedural pain, cervical polyp, haemorrhagic ovarian cyst, the last episode of abdominal pain, dermatitis contact, obesity, dysmenorrhoea, menstrual disorder, dyspareunia, hypersensitivity, abdominal pain upper, myalgia, fatigue, somnolence, allergy to metals, asthma, the last episode of pelvic pain, renal colic, constipation, amenorrhoea, flank pain and vaginal infection outcome was unknown and the blindness, swelling, intermenstrual bleeding, metal poisoning, sciatica, abdominal pain lower and adverse event had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, amenorrhoea, anxiety, asthma, blindness, cervical polyp, constipation, dermatitis contact, device breakage, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, haemorrhagic ovarian cyst, headache, hypersensitivity, intermenstrual bleeding, menstrual disorder, metal poisoning, myalgia, nausea, obesity, pelvic infection, pelvic inflammatory disease, procedural pain, rash, renal colic, sciatica, somnolence, swelling, uterine leiomyoma, vaginal infection, vomiting, the first episode of abdominal pain, the first episode of back pain, the first episode of pelvic pain, post procedural pain, the second episode of abdominal pain, the second episode of back pain, the second episode of pelvic pain, the third episode of abdominal pain and the fourth episode of abdominal pain to be related to essure. The reporter commented: on (B)(6) 2014 the placement was without difficulty and 3 spirals were left in the cavity on the right side and 3 on the left side. Subsequently, its normal insertion was confirmed with pelvic radiography, transvaginal ultrasound and hysterosalpingography. After looking on internet, she understood what was happening and decided to be operated. After the removal some fragments remained in the uterus for which, the patient would need an second surgical procedure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2014: can see the position of the micro-inserts in the pelvis.. Biopsy - on (B)(6) 2017: endometrial biopsy: endometrial mucosa fragments with changes suggestive of a persistent proliferative phase (anovulatory pattern), without signs of atypia or malignancy. Computerised tomogram pelvis - on (B)(6) 2018: CT is performed from the iliac crest to the symphysis pubis without contrast administration. Uterus of normal size and morphology, showing a 3 mm metallic foreign body in the theoretical left tubal origin that could correspond to the clinical information of an essure residue. There is no free fluid or masses at the pelvic level. Conclusion: metallic foreign body in the pelvic region that could correspond to an essure residue. Laparoscopic surgery - on (B)(6) 2017: laparoscopy is performed with total bilateral salpingectomy. Findings: full right essure device, left essure device impresses incomplete in extreme near the uterus. Pathology test - on (B)(6) 2017: fragments of endometrial mucosa with changes suggestive of a persistent proliferative phase (anovulatory pattern) without signs of atypia or malignancy; on (B)(6) 2017: macroscopic description: polypoid formation with 1 cm long axis, yellowish-white in color that is included in its entirety in a block. Pathologic diagnosis cervix, polypectomy: polyp endocervical; on (B)(6) 2017: macroscopic description: right tubal segment of 6.5 cm in length without relevant macroscopic alterations; left tubal segment of 7.5 cm in length without relevant macroscopic alterations. Pathological diagnosis: right salpinguectomy: tubal segment without significant histological alterations; left salpinguectomy: tubal segment without significant histological alterations; on (B)(6) 2018: macroscopic description: simple hysterectomy specimen. On section, multiple myomatous formations can be seen, the largest of them with a maximum diameter of 0.6 cm that present a whitish homogeneous fasciculate appearance. At the level of the left uterine tube, a 0.2 cm metallic foreign body is identified. Diagnosis: simple hysterectomy:multiple leiomyomas, proliferative endometrium, cervix with no relevant histological alterations, no evidence of malignancy in the material, a 3-mm fragment remains in the left tube. Pregnancy test - on (B)(6) 2017: negative. Specialist consultation - on (B)(6) 2018: physical examination: positive costovertebral angle tenderness (pprd). There was no evidence of lithiasis or dilation, but visibility was very poor due to the presence of gas; therefore they cannot be ruled out. There was pain when applying pressure with the probe in the right iliac fossa; there was no blumberg¿s sign during the ultrasound; on (B)(6) 2018: indicates the existence of remains of the essure devices in the abdomen in the body. Ultrasound abdomen - on (B)(6) 2017: the liver has smooth edges, homogeneous echogenicity, with no focal lesions identified. Portal vein and suprahepatic vein are patent and of normal diameter. Gall bladder and billiard duct without alterations. Visible portion of the pancreas with normal morphology and echostructure. Both kidneys and spleen are echogenic and normal. Infrarenal aorta of normal diameter. There is no free intra-abdominal fluid. Conclusion: no pathological alterations. Ultrasound bladder - on (B)(6) 2018: conclusions: kidneys were poorly visible due to the presence of gas. The left kidney was hardly assessable. The right kidney was partially visible. There was no evidence of lithiasis or dilation of the excretory system. The bladder was not full and not assessable. There was pain upon exploration of the right iliac fossa. Ultrasound results: no significant abnormalities; on (B)(6) 2018: there was no evidence of renal lithiasis.. Ultrasound scan vagina - on (B)(6) 2014: bilateral hyperrefrigeration at the theoretical level of both tubes, at the level of the junction with the uterine horns compatible with the essure device. No free liquid.; on (B)(6) 2017: both essure are displayed at the same location; on (B)(6) 2018: urine screening test was normal; on (B)(6)2018: vaginal fornix without alterations. Normal right ovary. Normal left ovary. No free liquid. X-ray - on (B)(6) 2018: negative for red blood cell in the urine. Diagnostic results: on an unspecified date - lab tests were performed with good results. Unspecified date, gynecological examination: essure were perfect. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-aug-2022: reporter added, lab data added, medical history added. Events pelvic inflammatory disease, abdominal pain, flank pain, vaginitis added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.